Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through .006 latex, when placed on an in-house system. The latex got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found derailed grip cable. The housing was opened and found derailed grip cable at the clamping pulley. The cable was not damaged. Failure analysis investigation also found pad printing was removed in two sections of the tube extension measuring approximately .133 and .035. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the tube extension pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was dull, opened another sterile instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.